Event description:
It was reported that a patient underwent a left breast mass resection surgery on (B)(6) 2025 and suture was used. The patient had came to the hospital due to the gradual enlargement of a left breast lump for half a year. The diagnosis was a left breast lump, and left breast mass resection surgery was performed on the same day. The doctor used suture to suture the skin during the surgery. On the 7th day after surgery, the patient complained of pain at the incision site. The doctor removed the medical dressing and found redness and exudation at the needle site. The patient had inflammation and wound secretion. The doctor immediately stopped using it and removed the suture . Alcohol gauze was used for wet dressing once a day, and 0.9% sodium chloride injection and dexamethasone sodium phosphate injection were used for intravenous infusion of 5mg once a day. Three days later, the patient's skin color at the needle site had returned to normal, and there was no exudation. The pain had also improved, and there were no other discomfort symptoms. Additional information was requested.

Manufacturer narrative:
Product complaint #:(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b3. Additional information was requested, and the following was obtained: event date should be july 30, 2025.